Event description:
It was reported, the patient experienced a loss of stimulation or therapeutic effect and their system was planned to be explanted on (B)(6) 2013. It was stated, there were no patient symptoms or injuries related to this event and the patient was going to be managed with oral medication. It was later reported, the patient¿s device was explanted.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that there was no change in patient¿s outcome following the explant and that pain continued as before implant.